Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) and right ventricle (rv) pacing impedances. The rv pacing impedances measured greater than 3000 ohms. Additionally, there was a stored signal artifact monitoring (sam) episode in which the minute ventilation (mv) sensor was disabled. A review of the data also found an atrial tachy response (atr) episode in which there was noise observed on both the ra and rv channel and minimal rv oversensing. At this time, the pacemaker, ra, and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated the right ventricular lead (rv) lead exhibited functional undersensing and loss of capture in addition to the reported observations. However, the patient did not experience asystole. Subsequently, this lead was surgically abandoned and replaced successfully and the device and ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) and right ventricle (rv) pacing impedances. The rv pacing impedances measured greater than 3000 ohms. Additionally, there was a stored signal artifact monitoring (sam) episode in which the minute ventilation (mv) sensor was disabled. A review of the data also found an atrial tachy response (atr) episode in which there was noise observed on both the ra and rv channel and minimal rv oversensing. At this time, the pacemaker, ra, and rv lead remains in service. No adverse patient effects were reported.